Event description:
The customer reported the alarm has intermittent power when batteries were replaced with new ones. The customer also reported that the alarm's battery door is not missing or damage, battery spring contacts are intact and there is no visible signs of leakage or corrosion. This was discovered while in use with a patient however, there was no patient incident or injury that occurred.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).